Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-04691, 1627487-2023-04692. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to impedances on the extensions. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was replaced, the ipg pocket was revised, and the extensions were replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.